Event description:
The complainant reported that an automated impella controller was being used and that while preparing for a primary percutaneous coronary intervention, the cradle/holder for the purge pressure sensor was missing/broken off. The staff switched to a backup console successfully. It was reported that the complainant did not know when it occurred. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. Clinical details reported that while in the field, when preparing for a primary percutaneous coronary intervention it was observed that the purge disc holder was missing. The staff switched to a backup console successfully. The cause of the broken purge disc holder was unable to be determined. This report is being filed as part of a retrospective review of historical records.